Manufacturer narrative:
The software investigation determine that the behavior described was the intended behavior of the software. The software was functioning as designed. No failure found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: no parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the cut mode was turned on the window displayed just a cut 3d model and not the 2d exam. Other patient exams worked without issue. No patient was present at the time of the event.